Event description:
It was reported by service report that the unit had no power. It is unknown if there was pt involvement, however, no adverse consequences were reported.

Manufacturer narrative:
Result: malfunctioned power supply board.